Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and x-rays. The head shows some scratches and black debris. The cup shows bone ingrowth and black debris. Radiograph review noted, "right total hip arthroplasty with radiolucency along the acetabular cup superomedially and superolaterally. There is significant lucency along the inferior aspect of the acetabular cup with surrounding sclerosis, possible osteolysis, and/or evidence of loosening. Femoral component is intact. There is heterotopic ossification along the greater trochanter and the superolateral acetabulum." No other evaluation can be made from the provided photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00449. Concomitant medical products: us157858 m2a-magnum pf cup 58odx52id, lot 406190; 139266 m2a-magnum 52-60 mm tpr insrt-3, lot 875170. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address the formation of black debris from metal on metal articulation. No further information has been made available at this time.